Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use in an arcr procedure, after the insertion site was cleared from all debris prior the insertion, the healicoil anchor broke when inserting the anchor into the joint and passing the two sutures through the anchor. All the broken pieces were retrieved from the patient. No void was left in the patient. No surgical delay was reported. It is unknown if there was a back-up device available or how the procedure was completed. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10, h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found there are requirements for conformance and a certificate of material analysis is required. No relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Per case details the broken pieces were retrieved from the patient. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Should any additional clinical information be provided this complaint will be re-evaluated. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed, and the root cause could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.